Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13c28042 and h13d22068 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The cause of the peritonitis was unknown. The patient was treated with fortaz (dose, route, and frequency unknown) and ciprofloxacin (oral, dose, frequency unknown) for the peritonitis. On a later date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis.